Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. The user reported that a cracked cartridge resulted in interruption of insulin delivery prior to the event. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no motor errors, and no evidence of inaccurate insulin delivery requests. Factory reset events were present in the logs. The cartridge lot number was unavailable and the cartridge was not returned for evaluation. Based on available information, the event is attributed to interruption of insulin delivery associated with a cracked cartridge. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.